Manufacturer narrative:
Additional information received for this case: it was reported that intervention to treat the type ia endoleak and aneurysm expansion was carried out approximately 7 years post the index procedure. During the procedure ballooning was performed but the procedure was not completed successfully and the event was not resolved. A further re-intervention was carried out approximately 2 weeks later. During this procedure, an aortic cuff was implanted along with additional endoanchors and a non mdt stent. The procedure was successful and the event was resolved, no additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that 4 heli-fx endoanchors were implanted in the 79.2 mm diameter aneurysm due to neck dilatation approximately 5 years post index procedure. An endurant ii limb extension was also implanted during the same procedure. It was noted approximately 2 years later that a type ia endoleak was observed and is currently unresolved. As per the investigator, the event is possibly related to the endograft. No additional clinical sequelae were reported and the patient will be monitored by their physician.